Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical products: unknown screws, part# unk, lot# unk. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source - (B)(6).

Event description:
It was reported the patient experienced an aortic dissection three (3) weeks following implantation of sternal closure plates and screws. As a result, all plates and screws were removed. Attempts have been made but no further information is available.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered to be confirmed because a revision surgery was reported. The unknown plates and unknown screws were not returned for investigation and no photos were provided. For these reasons, no visual inspections or functional testing could be conducted. The dhrs for these products could not be reviewed due to the part and lot numbers being unknown. There are no indications of manufacturing defects. The lot numbers of the parts involved in this case could not be reviewed for similar complaints due to the part and lot numbers remaining unknown. The most likely underlying cause of the complaint is a patient condition and there was no alleged malfunction of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.